Event description:
Customer reported being hospitalized for low blood glucose levels. It was reported that customer manually primed 40.40u of insulin into body while connected to pump. Customer was advised to disconnected immediately from the pump. No further details provided at time of call.